Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting surgeon clinic reports a "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". Later it was reported that upon removal of the device "one of the implants had split open". This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "left breast implant capsule was also noted to be thicker than the right breast capsule."